Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text: not returned to manufacture.

Event description:
Report 3 of 3. Consumer reported on behalf of her daughter that upon removal of a tampon, the string separated from the pledget. She reported this caused extreme anxiety. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.